Event description:
Boston scientific crm received information that the patient implanted with this device was hospitalized for an unknown reason. Oversensing resulting in 2-4 second pauses were observed on the hospital EKG monitor. Thresholds and impedances were stable and there was no evidence of noise. A technical service consultant recommended training the hospital staff to use "patient triggered monitor" to record two minutes of EKG to further troubleshoot. The patient was not symptomatic. Attempts to identify the resolution were unsuccessful.new information received indicates that this device was explanted for an unknown reason and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. There was a patient triggered episode stored in the device. The episode was reviewed with an engineer and concluded that the device does not appear to be causing any issues. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.